Event description:
It was reported that the patients stimulator was not getting very strong anymore when turned up, and at times would feel strong for a second due to high impedances on the right lead. The patient was also continuing to have severe and debilitating pain. The patient underwent a revision procedure.